Event description:
It has been reported to philips that the equipment startup stopped at 00:00. The system was not in clinical use when the issue occurred. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system has startup issue. Upon functional testing, fse found that the fuse has blown out in the power supply circuit in the main cabinet of the machine room. The philips engineer replaced fuse. After replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.